Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as fold flaw opening. Cyst(s): unable to observe, since it is not related to the device. As per the investigation procedure: creases and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, left side rupture and cyst via MRI. The event of "cyst" is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst(s): unable to observe since it is not related to the device.

Event description:
Patient reported left side device rupture and cyst diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported left side rupture and cyst via MRI. The event of "cyst" is not device related. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.